Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the pain and device being ineffective was dysphoria with the device, decline in function, and ultimately need for MRI. It was noted the patient had lost weight, but not a great deal. The generator was removed but not the lead at first as the patient had excellent placement. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# va03l5n, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported about a year ago the device was causing him pain and was ineffective so he had it removed. It was noted the patient had the wire left in. The patient noted he had an MRI 8-9 months ago of the brain wen he had the whole system in, which was unrelated. The patient noted he was having constant headaches. There were no further complications that have been reported as a result of this event. The patient is implanted for bowel dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.